Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood results are 80-127mg/dl fasting. Verified the strips expired 7/27/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Memory concerns: with lo. Customer is calling about her second meter getting the 'lo' result. She ran a test (B)(6) 2015 at 9:03am and got "lo" (nonfasting). Customer got more than one "lo" readings in the meter which she was concerned about. Meter time and date is not set per customer.